Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on july 21, 2023.

Manufacturer narrative:
This report is submitted on august 14, 2023.

Manufacturer narrative:
This report is submitted on may 17, 2023.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.